Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair info is unavailable.

Event description:
It was reported that the system would not completely boot up. There is no report of injury or death associated with the event described in this complaint.